Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine via an implantable pump. It was reported that the pump was "under dosing." On pump refill, it was noted for the last 2 refills there was a significant amount of drug withdrawn from the pump, much more than expected. The hcp reviewed programming for previous refills; there were no anomalies found. Surgical intervention was planned. The patient reported a return of symptoms; there was intermittent return of chronic pain. The issue was not resolved. The patient status was alive - with injury. The patient's medical history included chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.